Event description:
ON 04/20/2026, IT WAS REPORTED THAT DR. (B)(6) RETURNED A SILENT NITE SLEEP DEVICE, WHICH WAS BROKEN, FOR CREDIT. ADDITIONAL INFORMATION REPORTED THAT THE DEVICE DID NOT HAVE ENOUGH ADVANCEMENT AND "THE PART THAT HOLDS THE BAND BROKE". IT IS UNKNOWN IF THE EVENT OCCURRED WHILE THE MALE PATIENT WAS SLEEPING, THE DATE THE EVENT OCCURRED AND WHEN THE PATIENT STOPPED USING THE DEVICE. THE DOCTOR WAS UNABLE TO CONFIRM THE CASE NUMBER OF THE RETURNED DEVICE. THE DEVICE HAS BEEN REPLACED WITH AN EMA.

Manufacturer narrative:
THE DEVICE HAS BEEN RECEIVED BUT NOT YET EVALUATED. ONCE THE INVESTIGATION IS COMPLETE A SUPPLEMENTAL REPORT WILL BE SUBMITTED. MANUFACTURER REFERENCE #: (B)(4).

Manufacturer narrative:
The investigation has been completed and the results are as follows:DHR ResultsA case number for the device was not provided; therefore, the production record cannot be reviewed. Stock Product Reviewed ResultsNo stock product was available for review since the device was fabricated per physician's prescription only. Investigation Methods/ResultsThe product was returned, but not in the original case. The device was visually inspected and the following was found:Roughness - The flange was smooth; internal/external surfaces were smooth.Crack - No major crack was found.Delamination - Layers were intact and did not separate.Discoloration -The device was transparent but had a yellow discoloration.General Cleanliness - The returned device appeared to have debris or foreign particles.It was observed that an anchor was broken off of the device. Root Cause DescriptionThe root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Manufacturer Reference #: (b)(4).